Event description:
Procedure: kidney/adrenal grand. Reportedly, while using the device the balloon burst. However, nothing fell into the surgical cavity. Another instrument was used to complete the procedure.